Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location: uterine wall, perforation (uterus)") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included trichotillomania. Concurrent conditions included drug allergy since 1978, obsessive-compulsive disorder since 2016 and gastrooesophageal reflux disease since 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, 4 years 5 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infections"), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). On (B)(6) 2016, the patient experienced abdominal distension ("excessive bloating") and abdominal discomfort ("gastrointestinal discomfort"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy, surgical; with removal of adnexal structures (partial or total oophorectomy and/or salp). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, dysmenorrhoea, pelvic pain and female sexual dysfunction outcome was unknown, the dyspareunia was resolving and the abdominal distension and abdominal discomfort had resolved. The reporter considered abdominal discomfort, abdominal distension, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: essure coils were in proper. Most recent follow-up information incorporated above includes: on 5-sep-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Events migration of essure device location: uterine wall, perforation (uterus), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infections, depression, anxiety, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, excessive bloating, gastrointestinal discomfort and apareunia (inability to have sexual intercourse) added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location: uterine wall, perforation (uterus)/migrated to gut/migrated out of the left fallopian tube into the uterine wall") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included trichotillomania. Concurrent conditions included drug allergy since 1978, obsessive-compulsive disorder since 2016, gastrooesophageal reflux disease since 2015, rash, breast mass and rash. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, 4 years 5 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). On (B)(6) 2016, the patient experienced abdominal distension ("excessive bloating") and abdominal discomfort ("gastrointestinal discomfort"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hot flush ("hot flashes"), infection ("multiple infection") and nausea ("nausea"). The patient was treated with surgery (surgery with removal of adnexal structures (partial or total oophorectomy and/or salpingectomy)) and surgery (ablation was done). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, dysmenorrhoea, pelvic pain, female sexual dysfunction and infection outcome was unknown, the dyspareunia was resolving, the abdominal distension and abdominal discomfort had resolved and the nausea had not resolved. The reporter considered abdominal discomfort, abdominal distension, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, hot flush, infection, menorrhagia, nausea, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: essure coils were in proper . Most recent follow-up information incorporated above includes: on 6-sep-2018: pfs and medical record received. New events added- hot flashes, multiple infection and nausea. Event verbatim was updated as- migration of essure device location: uterine wall, perforation (uterus)/migrated to gut/migrated out of the left fallopian tube into the uterine wall. Historical conditions added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("underwent surgery to remove essure") in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 4 years 5 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.